Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed but technical services (ts) explained to the health care professional (hcp) that there was not enough device data in the files provided for the analysis. At this time, there is no evidence that suggests this analysis has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a request from the physician was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed but technical services (ts) explained to the health care professional (hcp) that there was not enough device data in the files provided for the analysis. At this time, there is no evidence that suggests this analysis has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed but technical services (ts) explained to the health care professional (hcp) that there was not enough device data in the files provided for the analysis. At this time, there is no evidence that suggests this analysis has been performed. No adverse patient effects were reported. Additional information was received indicating that a request from the physician was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.